Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate remained intermittently static. Blood glucose was 175 mg/dl. Reportedly, a new cartridge was loaded to address the event and the fill estimate was accurate. Insulin delivery was resumed.